Event description:
It was reported that (4) devices were used during a bowel resection. It was reported by the rep that the tlc75 and tcr 75 (blue cartridge), was used in a case. After 2 successful firings, the 3rd reload was used and the staple line opened. A tx was used to complete the case. There was no further consequence to the pt. The devices were discarded.